Event description:
It was reported that during a routine supply change the user observed insulin leaking from the cartridge area despite no visible damage, and insulin was present in the chamber after cartridge removal; the user cleaned the chamber with a cotton swab, replaced the cartridge, and completed the supply change without further issue. Customer care provided support that included user troubleshooting with repeat supply change steps. Investigation of this case revealed a suspected cartridge or seal leak associated with the cartridge component, with resolution after replacement and no recurrence reported. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no interruption to therapy, and no need for medical care. It was concluded, based on previously established findings for similar reports, that the most likely cause was an isolated cartridge leakage event not attributable to a systemic device malfunction.